Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged charged coupled device unit (ccd) was discovered and caused the reported failure mode. Additionally, the adhesive on the distal end was found chipped. Switch 1 was found scratched and switch 2 was damaged to the point of being non-functional. Other appearance findings include general wear and tear on several device components in the form of scratch marks. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer initially returned his olympus endoeye flex deflectable videoscope due to an unspecified compromised image. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was producing an image with an irregular color tone (magenta). This report is being submitted to capture the irregular color tone image confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the irregular color tone occurred due to a faulty charge coupled device unit. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.